Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance. Programming changes were made to deactivate the system. The lead was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the right ventricular lead exhibited high capture thresholds, a lead fracture, and the helix was unable to retract.